Event description:
It was reported that this right atrial (ra) lead exhibited of loss of capture. Technical services (ts) was consulted and confirmed intermittent loc, additionally they observed high capture thresholds and undersensing. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited of loss of capture. Technical services (ts) was consulted and confirmed intermittent loc, additionally they observed high capture thresholds and undersensing. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information indicated that the root cause for undersensing and loc was not determined. This ra lead has been returned for analysis.

Manufacturer narrative:
Update to event date.